Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new insulin cartridge was leaking after placement, the user ignored the leak, and insulin delivery was depleted overnight, after which the user administered both long-acting and rapid-acting subcutaneous insulin and later reconnected and resumed delivery. Symptoms included hyperglycemia with a reported value exceeding 401 mg/dl, without loss of consciousness or other acute complications described. Outcomes included transient elevated blood glucose for about one hour, with no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed a reported cartridge leak and user-managed therapy with backup insulin, with no device alerts or alarms reported. It was concluded that hyperglycemia occurred in the context of a reported cartridge leak and subsequent use of backup insulin, with resolution after resuming normal delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.